Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are around 150mg/dl. Back to back blood test results were 276mg/dl and 285mg/dl. Last 5 results in meter memory were 166mg/dl, 292mg/dl, 305mg/dl, 99mg/dl, and 133 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (305) and the normal result (150) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer normal results are around 150 mg/dl. Back to back blood test results were 276 mg/dl and 285 mg/dl. Last 5 test result in meter memory were 166 mg/dl, 292 mg/dl, 305 mg/dl, 99 mg/dl, and 133 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (205) and the normal result (150) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.